Manufacturer narrative:
Zoll medical corporation evaluated the device and multi-function cable. The device and cable performed to specification. The device was put through extensive testing including bench handling, power cycling, full functionality testing, button testing, shock button testing and defib cycle testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed multiple occurrences of charging events. However, during the charge events, the device was in a lead fault state and the energy was internally discharged. Until the fault state is corrected the device will not recognize a valid patient impedance and will not deliver energy. The logs did show one occurence were the lead fault was cleared and the device delivered a shock to the patient. The errors observed in the log could indicate poor coupling of the electrode pads to the patient's skin. However, the electrode pads were not returned as part of this investigation and this could not be firmly established. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge and internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.